Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/30/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor siltex round moderate profile 250cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device, or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within an area of siltex cracking on the anterior aspect, and extending to the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/1/2018 the following portion of the device evaluation summary submitted on 5/31/2018 was corrected: the product evaluation team discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the anterior aspect and extending to the posterior aspect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5600034 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received with the field experience report on (B)(6) 2018. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 300 saline prostheses was also performed. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor siltex round moderate profile 250cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.